Event description:
It was reported that the stent was lost in the patient. It is suspected that the stent was stripped off by the guiding catheter. No attempts were made to retrieve the stent from the patient's anatomy. No patient effects were reported from this procedure.